Manufacturer narrative:
Gas loss alarm, there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line.esp personnel explained the nature of the alarm and based on the information.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.